Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during loading sequence, the pump requested the fill tubing to be repeated. Customer did not provide further information regarding this event.